Event description:
Around 05:30 the care assistant came out of the patient's room saying the gt had come out when he was trying to turn over. The care assistant said she was right in front of him when it happened and that it just slid right out very easily. This rn ran into the room, grabbed a straight cath and put it in the gt site to keep open. G-tube looked like the balloon had deteriorated and burst. A new g-tube was ordered. The resident replaced the g-tube without any issues. Patient did not experience harm. I reviewed the records to try and determine when this g-tube was initially placed and I was not able to locate that information. Very limited device information is available, based on visualization of the device only.